Event description:
Severe skin breakout red rash; my daughter uses dexcom g6 cgm for her type 1 diabetes the last 3 or 4 sensor changes we have noticed a red blotchy patch of skin same shape as the g6. Skin is now angry red, blisters, and very very itchy. As a type 1 diabetic if we have no healthy skin left we are not going to be able to use the cgm. I have bought every type of skin barrier I can find, different sticky tac, over patches, under patches. This is wrong- dexcom changed the adhesive they admit it and it¿s giving 80% of users blisters, welts, and severe itching. FDA safety report ID # (B)(4).